Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a watchman flx laa closure device with delivery system (wds). As part of a small study run by the physician, a half dosage of apixaban was prescribed at discharge. At a routine follow-up examination, 45-days post procedure, a thrombus was discovered via transesophageal echocardiogram. The thrombus was located on the face of the closure device. The prescription of apixaban was increased to a full dosage and the thrombus resolved. The patient has been discharged.